Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, no analysis was completed as the observation code noted do not require testing or analysis unless there is an accompanying axxx observation code.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to dislodgement. Repositioning was attempted but was unsuccessful. The rv lead was then removed and was replaced with a new lead. No additional adverse patient effects were reported.